Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a pacing anomaly where the device delivered additional pacing that the device interpreted as a loss of capture. No intervention has been performed at this time and the patient was stable and will continue to be monitored.